Event description:
I received the alcon restor iol implant sn6ad1 lens with +17.0 power in my right eye on (B)(6) 2013. I received the alcon restor iol implant sn6ad1 lens with +15.5 power in my right eye on (B)(6) 2013. Both distance and near vision was blurry, fuzzy, with halos and distortion.